Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 20mm in diameter at the renal arteries and for 4cm below the renal arteries the aortic neck was 22cm in diameter. It was reported that the final angiogram revealed that there was an unknown endoleak as there was contrast filling the aneurysm sac. The physician pulled the catheter down through the stent graft while injecting contrast as little as 8cc so as not to allow contrast in any measure to the proximal graft or the sma to confirm there was no type I or type ii endoleak. Multiple injections with various angles finally provided an optimal view of contrast readily penetrating the body of the bifurcated stent graft on the ipsilateral limb side. The physician does not believe that the endoleak is a porosity type IV endoleak. The physician decided to reline the bifurcated stent graft with an endurant aortic cuff (B)(4) and this showed much improvement with a much smaller endoleak persisting at or near the ipsilateral limb. The physician then relined the ipsilateral limb with an endurant (B)(4) which almost eliminated the endoleak. The physician believes that the endoleak will resolve without further treatment. The patient will be monitored. No additional clinical sequelae were reported. Review of returned angio images at implant show a large endoleak near the patient left side of the bifurcate flow divider. This appears to be a type IV endoleak, but cannot rule out a type iii fabric. Following placement of an aortic cuff and a limb, the endoleak (although reduced) is still seen in the same location. The cause cannot be determined.

Manufacturer narrative:
(B)(4). Method: (film). Results: inherent risk of procedure (endoleak); lack of information (unknown cause and location of endoleak). Conclusions: lack of information (unknown cause and location of endoleak).